Event description:
It was reported that during the implant procedure, the lumen of the lead was contaminated with blood resulting in the formation of a '"blood clot"', which made the guidewire manipulation difficult. It was noted that the lead and guidewire was removed, the appearance was checked, and the guidewire was thoroughly cleaned with heparin water. Implantation was performed again, but the physician felt that the guidewire manipulation was stiff when "connecting with the tip of the lead". A new guidewire was used and wet thoroughly with heparin water. The guidewire was inserted into the lumen of the lead and the issue persisted. The lead was removed and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).